Event description:
It was reported that the atrial lead triggered a lead warning for high impedance. The thresholds were also noted to have increased. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead triggered a lead warning for high impedance. The thresholds were also noted to have increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and atrial lead impedance was noted. There were 476 high impedance paces. The lead impedance trend is very stable around 500 ohms. Atrial lead alert time was (B)(6) 2012.